Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical product received on: 15nov2019. Additional methods code: analysis of data provided by user/third party (4112). Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, specifications of the device, as well as a visual inspection and supplier investigation, were conducted during the investigation. The complainant returned one duro-100 to cook for investigation. Physical examination of the returned device showed the injector was returned with a piece of the handle broken off. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) for the final lot and the subassembly injector lot revealed no related nonconformances. A database search was completed on the lot and no additional complaints were found. There is no evidence to suggest there is any nonconforming product in house or out in the field. Cook also reviewed product labeling. The product¿s instructions for use [IFU] provides the following information to the user related to the reported failure mode: device description: the duro-ject bone cement injector is manually powered 10cc syringe with connecting tube used for placing bone cement into surgical sites. Warnings: if, during injection, you feel an increase in pressure and feel or see that no bone cement is being advanced out of the syringe, do not continue injection. Release the pressure by turning plunger handle counterclockwise at least one full turn and eliminate flow obstruction before continuing. Precautions: turn the injector handle clockwise in a slow and controlled fashion. Instructions for use: insert the plunger into the syringe barrel and turn the barrel clockwise until it locks into position. How supplied: upon removal form package, inspect the product to ensure no damage has occurred. The affected component is supplied to cook by an external supplier. A supplier investigation was requested for the returned device. The supplier reviewed and found no indications the product fails to meet specification. There is no reason non-conforming material exists in house or in the field. The supplier could not determine a definitive root cause for the failure. It is possible a significant load was applied to the surface of the handle creating a moment in the arm resulting in a facture. Based on the information provided, inspection of the returned product and the results of the investigation, it was concluded that a component failure contributed to this incident. It is possible there was too much force applied on the handle which resulted in the handle breaking. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name: injector, vertebroplasty (does not contain cement). D2b. Procode: oar. Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a duro-ject vertebroplasty injector set was used on an unknown patient for a cement injection procedure. While injecting the cement, the operator noted ¿part of the holding device for the syringe broke off.¿ the procedure was completed by using a similar device successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.